Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric and the lens got stuck in the cartridge. There was no patient contact. The reporter stated the incident may have been due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was evidence of a clear surgical residue, however, there was no visible damage to the lens. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. The condition of the product, as observed and photographed upon the return to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.